Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hypoglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The nurse educator called to report that the customer was hospitalized with a blood glucose of 37 mg/dl. No further information is available.